Event description:
While removing a dual lumen groshong catheter from left subclavian vein, the catheter broke and the remainder of the catheter was retrieved with the exception of the tip, which measured approximately 1 cm. There was no sequela to patient. According to dr. The unretrieved tip was in the subcutaneous tissue and should not result in any sequela to patient. The subject groshong catheter was not inserted at hospital/clinics. This groshong catheter was inserted on 5/27/94 in another hospital.